Event description:
It was reported that during a post operative follow-up, the pulse generator exhibited high lead impedance, low sensing, and high stimulation threshold. The device was replaced.

Manufacturer narrative:
Final analysis found normal device characteristics. There were no contact marks on the setscrew surface, which indicates that there may not have been sufficient contact between the setscrew and lead.